Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected remotely with the customer and found that the machine was not switching on intermittently. The analysis of the system log file found that the malfunctioning frontal ip-pc and the cause could be the disk bay issue. To troubleshoot the issue, a philips field service engineer (fse) visited on-site and reset the hdd and recreated the image disk. The system was operational, however, the fse replaced the hard disk since the image disk gave an error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 that was planned for implementation on this system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.